Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a watchman truseal access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed kinks in the sheath located 25.5cm and 29.5cm from the tip of the device. Inspection of the rest of the device found no other damage or irregularities.

Event description:
It was reported that a device kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted. The closure device was deployed in the laa, but the position became too proximal as the device was pushed out from the left atrial appendage by the unexpected resistance that was met. This device was fully recaptured and removed from the patient. A new 33mm closure device was opened and inserted. Again when the device was deployed, the position became too proximal as it was pushed out by the unexpected resistance. This device was also fully recaptured and removed from the patient. At this time it was noted that the was kinked. A new was and new wds were prepared and inserted into the patient. After deployment, the placement position on the echo was satisfactory, an appropriate compression rate was also obtained, and the closure device seemed to be contained in the laa, but for some reason, a leak was observed at 0 and 135. It was suspected that there was a problem with the device, and so the physician fully recaptured and removed the device from the patient. When the device was checked, the length of the filter hem/edge was uneven, which may have caused a leak. In addition it was noted that the second was that was used was also kinked. Following these events the procedure was ended and no closure device was implanted in the patient. There were no patient complications that occurred.

Event description:
It was reported that a device kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 33mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa and the wds was inserted. The closure device was deployed in the laa, but the position became too proximal as the device was pushed out from the left atrial appendage by the unexpected resistance that was met. This device was fully recaptured and removed from the patient. A new 33mm closure device was opened and inserted. Again when the device was deployed, the position became too proximal as it was pushed out by the unexpected resistance. This device was also fully recaptured and removed from the patient. At this time it was noted that the was was kinked. A new was and new wds were prepared and inserted into the patient. After deployment, the placement position on the echo was satisfactory, an appropriate compression rate was also obtained, and the closure device seemed to be contained in the laa, but for some reason, a leak was observed at 0 and 135. It was suspected that there was a problem with the device, and so the physician fully recaptured and removed the device from the patient. When the device was checked, the length of the filter hem/edge was uneven, which may have caused a leak. In addition it was noted that the second was that was used was also kinked. Following these events the procedure was ended and no closure device was implanted in the patient. There were no patient complications that occurred.